Manufacturer narrative:
In initial emdr b2 was incorrectly capture. Updated fields: b4,g3,g6,h2,h11. Corrected fields:b1,h1,h6(investigation findings, health effect impact codes, investigation conclusions).

Event description:
It was reported that linear 34cc consistently displayed a low helium alarm on the console despite multiple helium cylinder replacements and verification of all external connections, indicating a possible leak or internal perforation.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Another contact info: (B)(6). During iabp therapy, a persistent low helium alarm was observed despite multiple cylinder replacements and verification of all external connections. A leak or catheter perforation was suspected, leading to replacement of the iabp catheter. Following replacement, the issue was resolved, indicating a likely failure of the original catheter. The device was discarded per protocol and is unavailable for evaluation. Patient impact has not yet been confirmed and follow up is ongoing.